Event description:
Clinical study. It was reported that 385 days after a carotid artery stenting procedure, the patient experienced in-stent restenosis. The target lesion was located in the ostium left internal carotid artery, with an 90% stenosis and was 15 mm long with a 5 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 20%. The patient was discharged 2 days later. At 385 days after the index procedure, the patient had an ultrasound. The core lab ultrasound report noted a 50-79% target lesion stenosis in ostium left internal carotid artery. There is very limited information regarding the ultrasound. Source documents have been requested for this patient, but have not been received. In the opinion of the physician, the relationship of the event to the nexstent is unknown.

Manufacturer narrative:
There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. As no device was received for analysis, it is not possible to perform any inspections on the device. The root cause will be documented as anticipated procedural complication.